Event description:
It was reported that during the operation the spring clip disconnected. The spring fell into the pt thoracic cavity. The operation was prolonged to remove the spring from cavity. No pt injury reported.